Event description:
It was reported that the sensor electrode broke off after less than twelve hours of use. It was stated that the tape remained intact, but electrode somehow broke off. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.